Event description:
It was reported that the surgeon inserted the aa4203tl single piece lens and it tore as it was entering the eye. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the lens appeared to be loaded properly and surgeon's technique was good, therefore, it is unknown as to why the lens tore.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). The lens was received in small pieces and we were unable to evaluate. Evaluation, conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).